Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain and degen disc disease/herniated disc pain. It was reported that the pump was not in use at the time. It was noted that it was still implanted, but it was not working. No symptoms were reported. The event date was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.